Event description:
The patient presented for a redo of a fem pop procedure. The gore hybrid vascular graft, without wire guidance, was intended to be placed in the native popliteal artery distal an artificial vein graft. As the gore hybrid vascular graft was being inserted into the vessel the physician observed the device tip started to flare. The device was removed and another device was successfully placed.

Manufacturer narrative:
Notes: review of the manufacturing records verified that the lot met release requirements. Examination of the returned device found no anomalies attributable to the manufacture of the device.